Event description:
The spouse of a home pt called the baxter technical assistance line to report the pt removed the minicap from pt's catheter and had opened the catheter, effluent was leaking into the bed. The spouse was unable to determine how long the cap had had been off and the catheter open. The tech instructed the pt's spouse to close the catheter, apply a new minicap and call the pt's nurse. Numerous attempts have been made to contact the pt with no success. No pt injury or medical intervention was reported at the time of the initial report.